Manufacturer narrative:
G4: this device is not distributed in us so that 510k# is blank. D4 UDI: "not distributed in USA", because products are not distributed in USA products, but similar device product are listed in USA. The product was returned to pentax medical for repair. Our technician checked the returned unit and confirmed that the biopsy inlet piece loose. Based on the result, we concluded that it was caused due to the excessive force applied on the biopsy inlet piece. In addition, our technician confirmed that the control body fluid damage, the remote control buttons cut, the light guide cable loose, the bending rubber worn out, the insertion flexible tube worn out, the distal body worn out, the u/d and the r/l pulley wires worn out, the angle wire grinding, the ccd module with drive pcb shadow in image, and the light guide base column loosed screw threads; however, these defects are not the main cause, and/or irrelevant to the alleged complaint. This defect occurred not during procedure. Based on the technical report "hr-rpt-0620(control body)" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is not during procedure. There was no report of patient harm. Biopsy inlet piece loosened.